Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (via FDA medwatch) that a patient who underwent an unknown procedure with mentor smooth round moderate plus profile 800cc saline breast prostheses developed pain in her left breast that has lasted for a few years. In addition, the patient¿s doctor placed her on antibiotics for an infection she developed in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.